Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the lamp, cuvette, heat-cut lens, photometer, and cuvette blank checks. He performed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results for an unspecified number of patient samples on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 0.48 mg/dl. The sample was repeated on another module, and the results were 0.819 mg/dl and 0.736 mg/dl. The samples were repeated because the customer experienced issues with quality controls.